Manufacturer narrative:
This device remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that, during a device changeout procedure, the physician decided to also replace this right ventricular (rv) lead due to a high out of range shock impedance measurement. This rv lead was surgically abandoned. No additional adverse patient effects were reported.